Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: undated discharge summary records regarding an admission date of (B)(6) 2016 state the patient ¿¿underwent ablation of his left atrium for atrial fibrillation on (B)(6) 2016. The procedure was uncomplicated¿overnight, he had complaints of constipation of belly pain. The following morning, pre-discharge echocardiogram showed findings of new onset of moderate aortic insufficiency and possibility of aortic dissection. The patient was sent emergently to the CT scan. This study confirmed aortic dissection extending from the aortic valve through the great vessels including the left common coronary artery the bifurcation of the iliac vessels.¿ the records state the patient¿¿underwent surgery by dr. (B)(6) on (B)(6) 2016. Surgery proceeded [sic] an ascending aortic graft for cardiopulmonary bypass including valve re-suspension using a number 28 hemashield platinum dacron tube graft¿¿ the discharge records further indicate a ¿problem list¿ of the following: type a aortic dissection, repair of aortic dissection ¿ ascending aorta and hemi-arch repair with re-suspension of aortic valve on (B)(6) 2016, atrial fibrillation, recent ablation for afib, hypertension, hyperlipidemia, postoperative respiratory failure, postoperative bilateral pleural effusions status post pigtail chest tube placement and thoracentesis, postoperative pericardial effusion status post pericardial window on (B)(6) 2016, postoperative acute renal insufficiency, postoperative recurrent atrial fibrillation, and postoperative prolonged qt ¿ amiodarone discontinued.¿ operative records dated (B)(6) 2016 indicate the patient underwent ascending aortic graft with cardiopulmonary bypass including valve resuspension using a hemashield dacron tube graft. The records indicate an operative finding of ¿dissection tear located approximately 2 to 3 cm from the sinotubular ridge. The length of the tear was approximately 3 to 4 mm.¿ it is unclear from the medical records if the ascending aortic graft repair was performed on (B)(6) 2016. Records dated (B)(6) 2016 indicate a CT of the chest, abdomen and pelvis with contrast was performed. Impression of the CT states: ¿normal postoperative aortic root repair [in] a patient with a persistent dissection extending from the distal ascending aorta through to the right iliac artery as above. There are no abnormal findings. All the major great vessels within the chest in the visceral vessels in the abdomen pelvis [sic] are all well opacified with enhancing contrast blood.¿ records dated (B)(6) 2017 indicates the patient underwent type a aortic dissection repair with hemi-arch on (B)(6) 2016. The records indicate the patient ¿recently presented to an outside hospital with complaints of right-sided pain¿CT was done, which revealed descending aortic dilatation.¿ ¿he was evaluated by the vascular service for type b dissection. Staged procedure was advised consisting of aortic debranching to be followed by tvar [sic] to be performed electively.¿ operative records dated (B)(6) 2017 indicate the patient has ¿... A prior ascending repair for type a dissection and has a large type b dissection with aneurysm formation. He presents for proximal deep branching [sic] of his innominate and left carotid.¿ the records state: ¿a midline sternotomy was performed and he beautifully dissected out the ascending aorta, which was somewhat difficult. We also dissected out the innominate and left carotid. Again there was lot [sic] of reaction around both vessels and the innominate looked rather large. We put a 14 x 10 x 8 grafton.¿ ¿there were excellent signals in the innominate vessel.¿ an inpatient preliminary report dated (B)(6) 2017 indicates a renal artery duplex study was performed. The records state: ¿limited renal artery duplex study due to patient body habitus. Due to poor sonography penetration, the renal artery was not visualized, poor doppler signal and poor visualization of bilateral kidneys. An alternative modality is suggested.¿ records dated (B)(6) 2017 also indicate a chest x-ray was performed. The records state: ¿there is no pneumothorax.¿ ¿demonstration of left basal atelectasis and possible small left pleural effusion.¿ operative records dated (B)(6) 2017 indicate the patient underwent ¿thoracic aortic endograft placement of left ax-bifemoral bypass, ivus interrogation of iliac and aorta for 2 levels, right iliac and aortic stent placement¿ for treatment of a thoracic aortic aneurysm with dissection. Findings from the procedure state: ¿27 mm thoracic endograft with miss deployment [sic], unable to fully deploy endograft safely in aorta, thoracic endograft pull down in left and left common and external iliac arteries. 8 mm propaten grafts used for left ax-bifemoral bypass 9 x 40 everflex stent placed into the aorta and right common iliac artery. 12 x 40 everflex s[t]ent placed in right common iliac artery. Volcano cath used to interrogate the aorta and iliac systems for 2 levels.¿ the (B)(6) 2017 procedure description states: ¿at this point, the left axillary artery was cannulated and access needle under ultrasound guidance, followed by a 8 french sheath, the patient was systematically heparinized. Wire access from the left axillary region was gained into the ascending aortic arch repair. At this point, the right common femoral artery was cannulated with an access needle under ultrasound guidance, followed by a 6-french sheath and wire access was obtained into the true lumen of the dissection up into the aorta.¿ ¿at this point, a 24-french sheath was advanced nonselectively into the aorta. At this point, the plan is to place a chimney stent graft to perfuse left subclavian artery. So through the left axillary 8-french sheath a 9 x 70 vbx stent was placed into the ascending aortic arch and a 37 x 15 gore tag device was advanced over a stiff wire into the ascending aortic arch, placement of the wires was confirmed prior to placement of the device using a volcano catheter and ivus that was used to interrogate the left iliac system, as well as aorta to confirm proper wire placement.¿ the (B)(6) 2017 operative records state: ¿at this point imaging demonstrated location of the arch reconstruction, so the thoracic endograft was deployed. At this point there was difficulty deployment [sic] of the endograft. It was repositioned and turned and deployed; however, only the proximal aspect of the thoracic endograft deployed. The release of cord for the distal aspect of the endograft actually broke high up in the shaft of the delivery system and would not fully open. At this point, I was unclear why the graft did not fully deployed [sic] secondary to the anatomy being relatively routine and no real excessive tension in the wires, so at this point from the left axillary sheath wires was obtained into the thoracic endograft region and an attempt was made to balloon angioplasty to break any type of wires or cords that were holding the device. However, this was unsuccessful.¿ the (B)(6) 2017 operative records further state: ¿so at this point, plan is to use a bigger balloon so over an amplatz wire 12-french sheath advanced through the left axillary artery into the aorta and a q50 balloon was used to balloon angioplasty of the proximal aspect of the graft. However at this point, still the rest of the graft would not fully deployed [sic] and the delivery system was stuck inside the graft as well and could not be removed successfully. Multiple attempts were made with possible snare to capture the graft to close it slightly to remove it. However, that was not successful either.¿ the (B)(6) 2017 operative records continue: ¿at this point discussion was held multiple group partners [sic] about where to proceed from here secondary to this graft not be able [sic] to be fully deployed or maneuvered safely. At this point, the plan was to pull the delivery device and graft down under fluoroscopy to hopefully recapture, the end of the graft itself would not fit back into the 24-french sheath, which was the largest sheath available in this facility. So at this point, the whole device and sheath were all pulled put as 1 unit secondary to lack of any other options after having multiple discussions with the multiple vascular surgeons. The device was pulled down and the device itself actually broke off the delivery system and was left in the left common and external iliac artery. At this point, the sheath was completely removed.¿ the (B)(6) 2017 operative records state: ¿the left common femoral artery have been ultimately [sic] exposed at this time and that was clamped. So at this point, the sheath in the right side was up sized to a 24 french sheath and a volcano catheter was placed over the wire. An attempt was made to gain access safely through the true lumen. There was significant amount of debris and bunched up dissection flap that tore down with the endograft. The dissection flap had been disrupted in multiple places secondary to the traumatic removal of the thoracic endograft and at this point from the right groin after multiple manipulations, it is unclear whether the wire itself was in true lumen or not. Imaging demonstrates some fenestrations and there was perfusion of the visceral arteries. The patient remains stable and non-acidotic. Multiple attempts were made from the left axillary site to get into the true lumen. However, secondary to the disruption of the aortic dissection flap wires, this could not be confidently placed into the true lumen for [an] endograft repair of this dissection and aneurysm. The (B)(6) 2017 operative records further state: ¿so at this point after multiple manipulations, the plan was to perform a left ax-bifemoral bypass to least perfused lower extremities. So at this point, the left axillary was exposed around the pre-existing sheath. The right common femoral artery sheath was removed. An open exposure of the right femoral artery was performed. An 8 mm propaten graft was tunneled from the left axillary site to the groin site and then the fem-fem crossover was performed as well using 8 mm propaten. The graft was sewn end-to-side to the common femoral arteries bilaterally, as well as left axillary artery with running 5-0 prolene sutures. At this point, the clamps were removed. There is good hemostasis.¿ the (B)(6) 2017 operative records continue: ¿good flow through the grafts and through the more distal left axillary artery and an angiogram performed through the 6 french sheath which have been placed in the hood of the right femoral graft and that demonstrated flow into the through [sic] a fenestration to the true lumen in the right iliac artery and there was concern for poor renal flow at this point, secondary to the lack of urine output. There was some manipulations of the amount of debris from the aortic fenestration so a wire catheter placed into the true lumen from the right iliac artery and this appeared to be continuous with the left renal artery area, so the plan was to stent this to get retrograde flow to the left kidney, so a 9 x 40 everflex s[t]ent and a second 9 x 40 everflex s[t]ent were placed in the aorta extending into the right iliac artery and a 12 x 40 everflex s[t]ent was deployed in the proximal right common iliac artery. These were all balloon angioplastied with 8 mm balloon. Follow up imaging demonstrated retrograde flow up into the left kidney, which was well perfused. So at this point, the patient started to make urine. The kidney appeared perfused in [sic] the left-hand side. Aortic imaging demonstrated the celiac and superior mesenteric artery were patent, as well as the right renal artery appeared to be patent as well. So the plan was to terminate the procedure and get the patient off the table to resuscitate him.¿ ¿the patient was left intubated and sent to the ICU in a critical condition.¿ records dated (B)(6) 2017 indicate an x-ray of the chest was performed. The record states: ¿the lung volumes are diminished. There is no pneumothorax.¿ ¿stable exam to the day prior.¿ records dated (B)(6) 2017 indicate a renal ultrasound was performed. The record states: ¿normal renal ultrasound.¿ records dated (B)(6) 2017 also indicate an x-ray of the chest was performed. The record states: ¿stable exam to the day prior.¿ records dated (B)(6) 2017 indicate an x-ray of the chest was performed. The record states: ¿findings suggestive of a left pleural effusion and cannot exclude an underlying infiltrate or atelectasis.¿ records dated (B)(6) 2017 indicate an x-ray of the chest was performed. The record states: ¿prominent loops of air-filled bowel, consistent with adynamic ileus.¿ ¿no pneumothorax following chest tube removal.¿ records dated (B)(6) 2017 indicate an x-ray of the chest was performed. The record states: ¿the lung volumes are diminished. There is no significant pleural fluid. There is no pneumothorax.¿ ¿stable exam to the day prior.¿ records dated (B)(6) 2017 indicate an x-ray of the chest was performed. The record states: ¿the lung volumes have further diminished. There is no significant pleural fluid. There is no pneumothorax.¿ ¿further diminished lung volumes status post extubation.¿ records dated (B)(6) 2017 indicate an x-ray of the chest was performed. The record states: ¿the lung volumes are diminished. Majority left lower lobe remains atelectatic and there is probably component of pleural fluid on the left as well. There is no pneumothorax.¿ ¿stable exam to the day prior.¿ records dated (B)(6) 2017 indicate an x-ray of the chest was performed. The record states: ¿the lung volumes are diminished. There is no significant pleural fluid. There is no pneumothorax.¿ ¿stable normal postoperative exam.¿ records dated (B)(6) 2017 indicate an x-ray of the abdomen, kidneys, ureter, and bladder was performed. Impression of the x-ray states: ¿suspected adynamic ileus. No significant change from previous.¿ records dated (B)(6) 2017 indicate a CT of the abdomen and pelvis without contrast was performed. Findings from the vasculature portion or the CT state: ¿there is evidence of prior aortic root repair. The descending aorta measures 4.6 cm at the level of the right main pulmonary artery, increased in size from the prior examination where it measured 4.0 cm. It measures 4.0 cm at the level of the hiatus, also increased in size from the prior exam where it measured 3.6 cm. Curvilinear calcification within the aortic lumen of the abdominal aorta is noted, this represents calcification within the dissection flap as noted on prior CT. The infrarenal native aorta measures 3.0 cm, increased in size from the prior exam where it measured 2.2 cm. Aortobiiliac grafting is present, patency of which cannot be assessed on this noncontrast examination. Similarly, a left axillary-femoral-femoral crossover graft is also seen, which cannot be assessed for patency. There is hypoattenuation of the blood pool compared to the ventricular myocardium.¿ genitourinary findings from the (B)(6) 2017 CT state: ¿no hydronephrosis or hydroureter. No renal masses identified on this unenhanced exam. A punctate cortical calcification is seen in the upper pole left kidney. The kidneys are otherwise unremarkable. The bladder is unremarkable.¿ impression of the (B)(6) 2017 CT states: ¿aortic measurements as described in detail above, overall increased in size from the prior examination of (B)(6) 2016. Aortobiiliac grafting and left axillary femoral-femoral crossover bypass grafting is seen, patency of which cannot be assessed on this noncontrast examination. There is fluid tracking along the course of the graft within the anterior pelvic soft tissues. Small bilateral pleural effusions with adjacent atelectasis. Stable trace pericardial effusion anteriorly.¿ discharge summary records dated (B)(6) 2017 state: ¿the patient was admitted on (B)(6) 2017 for an elective aortic debranching surgery done¿.for type b dissection. The plan was to redo cardiac surgery with debranching to move vessels more proximal. This was done on (B)(6) 2017, which was unsuccessful. The patient was treated in the intensive care unit postoperatively. The patient is to undergo a right ax-bi-fem on (B)(6) 2017 by vascular surgery, continued to be treated in surgical intensive care unit postoperatively. Stay was complicated by acute kidney injury secondary to hypoperfusion and possible contrast induced nephropathy, was followed by nephrology for this indication. Critical care services continued to manage electrolytes. Endocrinology was consulted for stress hyperglycemia, treated with insulin.¿ ¿the patient remained on the ventilator for multiple days. Creatinine continued to be stable and improving over time. The patient is being diuresed. Atrial fibrillation being treated with intravenous amiodarone¿the patient was treated in the critical care unit for multiple days, was transitioned to floor care.¿ the (B)(6) 2017 discharge summary further states: ¿postoperatively, the patient underwent pvrs. The patient had a renal artery duplex study. The patient developed delirium and confusion, was treated with seroquel for that indication. He has a history of anxiety and klonopin at home. From a cardiac standpoint, he remained stable on current medications.¿ ¿the patient was having abdominal distention, nausea, vomiting. Colorectal surgery was consulted, which recommended a CT of the abdomen and pelvis with oral contrast, which showed a fluid tracking along the course of the graft within the aorta, small bilateral pleural effusions and a stable trace pericardial effusion anteriorly, essentially stable. On the day of discharge, the patient¿s white blood cell count trending from 12.7 the day before to 15.3. The patient is not recommended for discharge at this time. The patient is adamant that he would like to be discharged at this time with followup.¿ the records indicate the patient was discharged home on (B)(6) 2017. The (B)(6) 2017 discharge summary records indicate a past medical history of type b aortic dissection, hypertension, hyperlipidemia, history of bladder cancer, hepatitis c, atrial fibrillation on xarelto, asthma, cardiac ablation, and ascending aorta repair. Records dated (B)(6) 2017 indicate a CT angiogram of the chest, abdomen, and pelvis was performed. Findings from review of the aorta state: ¿the patient has undergone prior surgical repair of ascending aortic dissection with placement of graft extending from the sinotubular junction to the junction of the ascending aorta and arch. A dissection flap extends from the distal end of the graft through the aortic arch, descending thoracic aorta, abdominal aorta, right common iliac artery, and right external iliac artery. Contrast is seen in both the true and false lumens. The brachiocephalic and left common carotid arteries, which were previously arising from the true lumen are now connected to the true lumen from a new bypass graft. The left subclavian artery maintains its native origin arising from the true lumen. There is no extension of the dissection flap into the arch branches. The dissection flap appears discontinuous in multiple regions throughout the thoracic aorta.¿ the (B)(6) 2017 CT aortic findings further state: ¿in the abdomen, the dissection flap extends into the origins of the celiac, superior mesenteric and right renal arteries. There is new partial thrombosis of the true lumen extending from the level of the celiac origin to the level of the thrombosed left common iliac artery. The left renal artery arises from the true lumen. Multiple vascular stents are seen within the infrarenal abdominal aorta and left common and external iliac artery. The more proximal stents are patent, and the left common iliac artery stent is thrombosed. The patient has undergone prior left axillary to femoral bypass, and graft appears patent. The patient also has undergone left femoral to right femoral bypass, and this graft also appears patent.¿ impression of the (B)(6) 2017 CT states: ¿overall aortic caliber is unchanged from prior imaging studies with near complete resolution of periaortic and mediastinal hemorrhage. The dissection flap is now discontinuous and fenestrated and multiple regions [sic], and in some regions the false lumen has decreased somewhat in size. There is new partial thrombosis of the true lumen in the infrarenal abdominal aorta. Extension of the dissection into the celiac, superior mesenteric, and right renal arteries, there is new right renal atrophy, presumably ischemic.¿ records dated (B)(6) 2017 indicate the patient underwent an abdominal angiogram and placement of a right common iliac artery stent for a diagnosis of renal insufficiency. The records state: ¿patient is a (B)(6) male who had a history of attempted thoracic dissection repair however adequately malfunction [sic] requiring a stent from the true lumen on the right side to the left kidney. Imaging demonstrated high-grade stenosis in that stent from compression by the thoracic endograft which was left in the left iliac system. The plan is to perform an angiogram and place a balloon mounted stent in the area to provide radial force.¿ the (B)(6) 2017 operative report states: ¿right common femoral arteries cannulated access needle under ultrasound guidance followed by 5 french sheath. Imaging demonstrated location of the true and false lumens in the right iliac system. This point wire access was obtained into the true lumen and through the pre-existing stent which is leading to the right renal artery the left hand side [sic]. Wire access was obtained imaging demonstrated confirm location. Sheath was then upsized to a 7 french sheath over an amplatz wire. A 10 x 37 express stent was then deployed in the area of stenosis. Follow-up imaging demonstrate a widely patent stent complex with perfusion of the left kidney. This point angio-seal closure device was deployed and pressure was held.¿ the records indicate a non-gore device was used during the procedure. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: "the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in chronic type b dissections." It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including type b dissections in patients who have appropriate anatomy, including adequate iliac / femoral access, = 20 mm landing zone proximal to the primary entry tear; proximal extent of the landing zone must not be dissected, and diameter at proximal extent of proximal landing zone in the range of 16-42 mm." It should further be noted that the IFU states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), branch vessel occlusion or obstruction, reoperation, and renal complications (e.g., artery occlusion, contrast toxicity, insufficiency, failure).

Manufacturer narrative:
This event occurred during an off-label procedure, but it is unclear at this time how this may have affected the outcome. Added recall and added text regarding the recall - as a result of the CAPA investigation, no root cause(s) could be confirmed for the events. As an overly inclusive measure, mitigation activities and process improvements within gore control have been undertaken as preventive and corrective actions. As a result of gore's investigation of this and three similar events, gore has issued a voluntary corrective action consisting of a physician safety notification and updated warning and precautions in the IFU with no product removal from the market. While incomplete deployments are known adverse events and identified within the instructions for use (IFU), gore has seen an increased frequency of these partial deployment events in conformable tag® devices sold (totaling 0.03% of 12,865 devices distributed) that were manufactured in the prior year compared to those manufactured earlier. Gore has taken steps to address this increased frequency in events. Gore maintains its confidence in the safety and effectiveness of the conformable tag® device. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: "the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in chronic type b dissections." It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including type b dissections in patients who have appropriate anatomy, including adequate iliac / femoral access, = 20 mm landing zone proximal to the primary entry tear; proximal extent of the landing zone must not be dissected, and diameter at proximal extent of proximal landing zone in the range of 16-42 mm." The conformable gore® tag® thoracic endoprosthesis IFU provides the following warnings: ¿inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.¿ "always have a surgical team available during implantation or reintervention procedures in the event that conversion to open surgical repair is necessary." The IFU provides the following implant procedure warnings: ¿do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.¿ ¿use caution if removing the undeployed endoprosthesis through the introducer sheath. Inadvertent endoprosthesis deployment may occur. If resistance is felt during removal of delivery catheter, stop and withdraw delivery catheter and introducer sheath together.¿ ¿inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.¿ it should further be noted that the IFU states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), branch vessel occlusion or obstruction, reoperation, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture),and renal complications (e.g., artery occlusion, contrast toxicity, insufficiency, failure).

Manufacturer narrative:
Please see attached file "event (B)(4) initial reporter medwatch.pdf" for a voluntary medwatch #mw5068431 submitted regarding this event. UDI: (B)(4). It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: "the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in chronic type b dissections." It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including type b dissections in patients who have appropriate anatomy, including adequate iliac / femoral access, = 20 mm landing zone proximal to the primary entry tear; proximal extent of the landing zone must not be dissected, and diameter at proximal extent of proximal landing zone in the range of 16-42 mm." It should further be noted that the IFU states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), branch vessel occlusion or obstruction, reoperation, and renal complications (e.g., artery occlusion, contrast toxicity, insufficiency, failure).

Event description:
It was reported to gore that on (B)(6) 2017, this patient underwent an ascending aortic arch dissection treatment and hemi-arch replacement whereby the innominate and left common carotid arteries (lcca) were surgically bypassed using non-gore devices. It was reported that on (B)(6) 2017, the patient underwent continued staged treatment of a residual chronic type b dissection extending into the right external iliac artery. It was reported the physician¿s plan was to implant a conformable gore® tag® thoracic endoprosthesis in the descending thoracic aorta, with a gore® viabahn® vbx balloon expandable endoprosthesis implanted in the left subclavian artery (lsa) extending into the transverse aorta next to the conformable gore® tag® device to complete a ¿parallel graft¿ or ¿snorkel¿ procedure. It was reported the conformable gore® tag® device (tgu373715/15878978) was advanced into position into the previous surgically repaired arch to the level of the native ostium of the lcca. The gore® viabahn® vbx device was then reportedly inserted from the patient¿s left arm and advanced into position within the lsa/transverse aorta for deployment after the deployment of the tgu373715 device. It was reported that prior to thoracic device deployment, no issues were reportedly observed on fluoroscopy. It was reported that when the deployment line knob for the tgu373715 was initially pulled to deploy the device, some resistance was reportedly noted by the physician after the initial few centimeters. After force was reportedly applied by the physician to pull the deployment line, it was reported the endoprosthesis started to deploy from the middle of the device to the proximal end, with the distal end of the endoprosthesis reportedly remaining constrained on the delivery catheter. It was also reported that after the initial resistance the physician noted a sudden release of resistance as the deployment line appeared to have broken during attempted deployment. The deployment lines were removed from the delivery catheter. According to report, after the deployment lines were removed from the delivery catheter, one of the deployment lines reportedly appeared shorter than the other. It was reported an attempt was made to open the constrained distal portion of the endoprosthesis by repositioning the delivery catheter and device distal to the lsa. The gore® viabahn® vbx device was reportedly removed from the patient without being deployed. A 5 mm non-gore pta balloon was then reportedly inserted from the left arm, and was reportedly made to insert the balloon into the open proximal end of device to the constrained portion in attempt to fully expand the endoprosthesis. However, it was reported the constrained portion of the endoprosthesis was very tight, and the balloon catheter could not be inserted into the constrained portion to fully open the endoprosthesis. After removal of the 5 mm non-gore pta balloon, it was reported another attempt to open the constrained portion was made using a qxmedical q50-65 balloon catheter inserted from the patient¿s left arm. The balloon reportedly was able to fully expand the proximal portion of the endoprosthesis, but was reportedly unable to be advanced into the constrained distal portion of the endoprosthesis. Force was reportedly applied to advance the balloon distally; however, this was also reportedly unsuccessful in opening the distal portion of the endoprosthesis. The qxmedical q50-65 balloon catheter was removed. It was reported an attempt was then made to reconstrain the partially deployed endoprosthesis using a snare catheter, with the reported plan of retracting the endoprosthesis into the 24 fr sheath that remained advanced into the patient and positioned within the mid-aorta. It was reported the snare catheter was advanced from the sheath in place in the iliac artery and was positioned mid-endoprosthesis where the constrained portion began. The snare catheter was then reportedly used in an attempt to reconstrain the deployed proximal portion of the endoprosthesis. However, it was reported this was unsuccessful due to the small diameter of the true lumen, and there was reportedly not enough room within the true lumen for the snare to fully open around the proximal portion of the graft to reconstrain it. It was reported that at this point, the patient remained stable, so a decision was made by the physician to retract the partially deployed device distally in an attempt to capture it within the 24 fr sheath still positioned within the mid-aorta. It was reported the device was able to be retracted into the iliac artery, until resistance was reportedly met when attempting to retract the device into the 24 fr sheath. The 24 fr sheath was reportedly retracted entirely from the patient in an attempt to remove the device from the patient. However, it was reported the partially deployed endoprosthesis would not retract past the femoral head reportedly due to the small left external iliac artery. It was reported that some force was used by the physician to remove the device from the iliac artery, at which point the leading olive reportedly became lodged in the constrained middle portion of the endoprosthesis and detached from the delivery catheter. It was also reported the endoprosthesis detached from the delivery catheter, landing within the external/common iliac arteries with the most proximal end extending into the abdominal aorta. It was reported the detached leading olive remained within the detached endoprosthesis. It was reportedly observed from fluoroscopy that the visceral vessels were patent, and the patient¿s extremities reportedly appeared to be receiving distal perfusion. It was also reportedly observed from fluoroscopy that the left iliac artery appeared occluded with the detached endoprosthesis. A decision was reportedly made to perform an axillary femoral bypass from the left axillary artery to the left femoral artery. It was also reported that because the pre-existing chronic type b dissection extended distally into the right external iliac artery, a femoral-femoral bypass from the left femoral artery to the right femoral artery was then reportedly performed to ensure perfusion into both legs. It was reported additional fluoroscopy confirmed perfusion to the patient¿s legs, and the patient was reported to have good blood pressure and was not acidotic. However, it was reported the patient was not initially producing urine. Fluoroscopy reportedly indicated the left renal artery was patent and was originating from the true lumen of the dissection; however, the aortic flow from the true lumen below the left renal artery reportedly did not extend proximally, and there reportedly did not appear to be a patent true lumen above the left renal artery. It was reported fluoroscopy performed at the beginning of the indicated the right renal artery appeared to originate from the false lumen and was receiving perfusion from the false lumen. It was reported fluoroscopy was again performed at this point in the procedure, but patency of the right renal artery could not be confirmed. It was reported a decision was made to implant non-gore stents in order to reportedly maintain perfusion to the left renal artery. The non-gore stents were reportedly implanted extending just distal to the left renal artery to just above the right hypogastric artery, which was reported to originate from the true lumen. It was reported that after the implant of the non-gore stents, fluoroscopy showed the superior mesenteric arteries appeared patent, with the left renal artery filling with contrast. It was further reported fluoroscopy indicated the right renal artery did not appear to be patent. It was reported that as this point, an attempt was reportedly made to continue the thoracic endovascular aortic repair. However, access from the distal true lumen of the dissection to the proximal true lumen reportedly could not be maintained. It was reportedly decided to conclude the procedure and perform follow up imaging in a week with the plan of completing the treatment of the dissection once the patient recovered from the procedure.

Manufacturer narrative:
Refer to the summary below for the results of the manufacturing evaluation. Manufacturing evaluation summary - a review of the manufacturing records was conducted and no ncrs, cos, smrs, or capas are associated with the lot history files. Per the manufacturing records, the lots satisfied all quality control testing and procedural requirements for product release. Refer to the evaluation summary below for the results of the engineering evaluation. Device evaluation summary - the delivery catheter and components were returned to gore and an engineering evaluation was performed. The endoprosthesis remained implanted in the patient and was unavailable for evaluation. The evaluation showed the following: one deployment line was significantly shorter than the other and terminated in a broken condition. The location of the break could not be determined with the catheter components received. The catheter leading olive was detached. The findings from the evaluation are consistent with the event description. A potential failure mode for the partial deployment of the device could not be determined with the available information. Investigation into the potential failure mode is ongoing. The failure mode for the leading olive detaching from the ctag catheter was retraction of the catheter against resistance, such that olive detachment is an expected outcome based on the description of the event. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) mentions the following warning, among others: "the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in chronic type b dissections." It should also be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including type b dissections in patients who have appropriate anatomy, including adequate iliac / femoral access, = 20 mm landing zone proximal to the primary entry tear; proximal extent of the landing zone must not be dissected, and diameter at proximal extent of proximal landing zone in the range of 16-42 mm." It should further be noted that the IFU states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), branch vessel occlusion or obstruction, reoperation, and renal complications (e.g., artery occlusion, contrast toxicity, insufficiency, failure).